Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient via electrode pads, the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.